Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the unit's board failed and the patient alarm was not working at high end. The alarm indicator was found to show green once the pad was connected to the unit. A dual pad was being used. The verification test indicated a failure by not alarming at the upper end of the test at 135+/- ohms. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. External and internal inspection found no other anomalies. The investigation identified the root cause of the reported event to be the c124 capacitor on the psrf board. The capacitor was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.